Event description:
Philips received a complaint on the defibrillator indicating that the device had treatment handle malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was the defibrillator cannot pass the operation inspection and cannot discharge through paddle. The issue was resolved by replacing paddle.